Manufacturer narrative:
Correction to h6 based on additional information received. The device was returned to edwards lifesciences for evaluation and visually inspected for any abnormalities. Observation revealed the following: minor flex tip gouges, esheath soft tip damage, punctured hole on sheath shaft, deep scratches near distal tip, two (2) struts bent outwardly approximately 45 degrees at the inflow side, frame distorted, and all struts were exposed through the skirt which is normal after crimping and use. The 3 mensio imagery was provided by the site and revealed the following: the patient's access vessel had presence of calcification and tortuosity, two (2) struts appeared bent greater than 90 degrees at the inflow side observed during procedure, the patient's left access vessel (calcification/ tortuosity), stretched vessel (calcification), and strut bents at the inflow. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the returned device. No potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, 'during a left tf tavr procedure for a 26mm sapien 3 ultra valve, there was difficulty inserting the delivery system though the esheath and it took more effort than normal for the delivery system to be advanced through the esheath. The difficulty was was apparent from the moment the delivery system was advanced past the loader cap. After advancement through the esheath, it was noted that 2 struts on the leading edge of the valve frame were bent perpendicular to the valve frame'. Per 3mensio, the patient's access vessel had presence of calcification and tortuosity. Additionally, per product evaluation, sheath soft tip damage and deep scratch on sheath was found indicating calcification within the access vessel. The presence of calcification and tortuosity can create challenging pathway during delivery system advancement, and lead to resistance. It is possible that the valve strut caught within the sheath during the delivery insertion, and excessive manipulation was applied to overcome the resistance indicated by the gouges on the flex tip, and resulted in the bent strut at the inflow. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) and a CAPA were previously initiated to capture further investigation of the cause, risk assessment and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist, during a left tf tavr procedure for a 26mm sapien 3 ultra valve, there was difficulty inserting the commander delivery system though the esheath and it took more effort than normal for the delivery system to be advanced. After advancement through the esheath, it was noted that 2 struts on the leading edge of the valve frame were bent perpendicular to the valve frame. The delivery system and valve were withdrawn as much as possible into the esheath, and removed as a unit. Upon removal, the esheath was observed to be 'split/expanded more than normal'. A 24f dry-seal sheath was placed to control hemostasis. A second valve was prepped and advanced through the sheath and successfully deployed in the annulus without incident.